Event description:
June 1998 pt had a right total hip arthroplasty after developing a fracture. This procedure was done in edinburg, tx. Since then, pt has had multiple dislocations and has required reduction several times. Because of recurrent dislocations and instability, the pt required replacement with a new acetabular component with slightly more anteversion and also a constrained component which would resist dislocation.